Event description:
The customer reported being hospitalized due to hyperglycemia. Troubleshooting was performed. The customer had inserted the infusion set without removing the needle guard, and his glucose level went up. The caller stated that he has been disconnected from the insulin pump until the testing was completed. Initially, the customer called to reported high blood glucose of 553mg/dl, and he has treated with the insulin pump. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.